Event description:
A gore viabahn endoprosthesis was used during the treatment of a stenotic subclavian vein lesion. The physician attempted to advance the device over a 0.025" amplatz guidewire; however, the device was unable to cross the lesion. An introducer sheath was not used during the initial advancement attempt. The device was removed, an 11fr pennicle introducer sheath was inserted, and the device was advanced through the sheath. During device employment, the deployment line broke. Several attempts to complete device deployment were unsuccessful. The patient was transferred to the or where the device was removed.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. The recommended guidewire size was not used during the procedure. The initial attempt to advance the device was performed without an introducer sheath. This practice is addressed in the "warnings" section of the IFU and may have contributed to the event.